Event description:
Caller reviewing carelink txs noting v oversensing and ffrw oversensing. Caller states that in early 2020 clinic noting v oversensing noise. At that time vf detections were programmed off. Caller noted that lead is a recalled st. Jude lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).